Manufacturer narrative:
The complaint that the needle would not retract could not be confirmed from the shielded needle that was provided for investigation. The needle was received fully retracted within the shield. The unit was inspected for damage that could inhibit retraction; however, no damage or defects were identified on the returned sample. The sample exhibited evidence of use. A functional test showed that the safety mechanism could be reset and the needle fully retracted when the safety mechanism was activated and the retraction time was within specification. Although the returned sample does not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.

Event description:
It was reported by customer that device needle did not retract. Device needle did not retract without repeatedly pressing the button additional information (B)(6) 2026. Did the issue happen during patient use? If yes, was there any injury? If so, please describe and include any medical treatment needed as a result? ¿ yes occurred during patient care ¿ no injuries reported when you pressed the button, did the needle fully retract? No did the needle retract slower than normal? Yes did the needle start retracting and then stop, leaving the needle exposed ? Yes ¿ button had to be depressed multiple times to get the needle to fully retract did the needle not move at all after pressing the button? No did the button depress? Yes.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.